Event description:
A physician attempted arteriotomy closure in the common femoral artery using the starclose device. Post the firing of the clip, a " growing hematoma" appeared. The size of the hematoma is unknown. It is unknown if medical or surgical intervention was required to treat the hematoma. Hemostasis was achieved after seven minutes of manual compression.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.